Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of patient made mistake/break in aseptic technique and peritonitis with culture positive for pseudomonas (coded as peritonitis bacterial) in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag 1.5%, most recent lot number 1011023 (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred described as "the patient made a mistake." On (B)(6) 2011, the patient was diagnosed with pseudomonas peritonitis requiring hospitalization. On (B)(6) 2011, the patient began treatment with fortum 1 gram, ip, once daily, amikacin 250 mg, ip, once daily and vancomycin 1 gram, ip, once daily (all reported as continuing). The outcome of the peritonitis was reported as unknown. Dianeal therapy continued. The nurse considered the event of peritonitis to be unrelated to dianeal pd2 ultrabag therapy and the root cause of the peritonitis was reported as the break in aseptic technique/the patient made mistake. The nurse did not report causality for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.